Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2008, a gore propaten vascular graft was implanted in a bypass procedure. The procedure was performed in the patient's left leg, from the profunda artery to above-knee popliteal artery. Indication for treatment was rest pain. Within one month post-implant, an occlusion led to an amputation.